Manufacturer narrative:
Review of this MDR and additional information received, shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported there was no eri; the patient had reported the wrong error message. This issue was a faulty antenna, which was resolved. The rep had no further information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient started seeing what they believe to be an end replacement indicator (eri) message intermittently on their programmer and recharger. The patient found the message in their patient programmer manual. No symptoms were reported. The rep reported they did not believe the ins had been in overdischarge because the last time they had seen the patient was in 2016 at the time of implant. The rep was planning on meeting with the patient on (B)(6) 2019. No further complications were reported or anticipated. On (B)(6) 2019, the rep reported that the patient rescheduled the meeting. No further complications were reported/are anticipated.